Event description:
Patient underwent rf ablation procedure in 2007. A partially occlusive clot formation in the right mid and lower superficial femoral vein and popliteal veins was discovered on the follow-up ultrasound three days later. Coumadin was prescribed.

Manufacturer narrative:
The product was not returned and could not be evaluated. No root cause can be determined. If any additional information is obtained, a follow-up report will be submitted.